Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to patient injury. Device issue: dislodged stent. It was reported that the stent dislodged from the balloon during insertion into the rotating hemostatic valve (rhv) and was left inside the rhv; however, this was not noticed until the stent delivery system (sds) had been advanced to the lesion and the balloon was inflated. It was thought that he stent was deployed; however, on angiography, it was noted that the stent was not in the lesion. The stent was located after the procedure, inside the rhv. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the sds was returned with blood visible on the balloon, and in the guide wire lumen. There was contrast visible in the inflation lumen and balloon. The stent implant was returned dislodged from the balloon. The proximal end of the stent implant was mangled. There was no other damage noted to the stent implant. The balloon was loosely folded as if previously inflated. There were crimp marks visible on the balloon between the markers. There were three bens in the hypotube 22 cm, 59 cm, and 87 cm distal to the strain relief tubing. There was no other damage noted to the sds. The used copilot was returned with blood visible on and in the end cap. The end cap was in the closed position. A snap gauge was used to measure the stent implant outer diameters and they met manufacturing criteria. The proximal measurements could not be measured due to the damaged struts. Pin gauges were used to measure the inner diameter of the copilot and this met manufacturing criteria. Product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion.